Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) presented a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at a fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leak test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test and functional evaluation. The reservoir was microscopically inspected and tested for leaks. The component presented wear at a fold in its shell, and it did not pass the leakage test. Based on the information available and analysis results, the leak identified in the reservoir could have caused or contributed to the reported clinical observation of reservoir fluid loss.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) presented a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.